Event description:
It was reported that during the paroxysmal atrial fibrillation procedure, versacross connect access solution was selected for use. It was mentioned that two puncture attempts with energization were made attempted. An rf tone was heard upon energization; however, it is unknown whether the generator or device had achieved "ready" mode at the time the issue occurred. Once advancing the versacross rf wire, it was noted that the rf wire began to unwind at the distal end. The wire was not inserted or retracted through a metal introducer needle or cannula. Hence, the device was replaced. Procedure was completed successfully. No patient complications have occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not received for analysis. Upon receipt at our post market quality assurance laboratory, the device failed visual inspection, as a proximal coating flaring was noticed and charring on distal tip was visible confirming that rf was applied number of times during the procedure. No additional damage noted to distal end nor body of wire. Next, rf wire passed all the device specifications requirements of distal/proximal outer diameters, tip length and tip and heat shrink gap. Additionally, continuity check was performed, and rf wire successfully passed the test. Tissue testing was performed and successfully punctured the tissue. The reported allegation of failure to cross are not confirmed as rf wire successfully delivered the rf energy and crossed the tissue during bench top testing. The issue was not replicated during the bench top testing. Allegation related to coating damage was confirmed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the paroxysmal atrial fibrillation procedure, versacross connect access solution was selected for use. It was mentioned that two puncture attempts with energization were made attempted. An rf tone was heard upon energization; however, it is unknown whether the generator or device had achieved "ready" mode at the time the issue occurred. Once advancing the versacross rf wire, it was noted that the rf wire began to unwind at the distal end. The wire was not inserted or retracted through a metal introducer needle or cannula. Hence, the device was replaced. Procedure was completed successfully. No patient complications have occurred. The device is expected to be returned for analysis.